Manufacturer narrative:
The soft cannula was observed to be flattened and damaged. It is unknown how or when this damage to the soft cannula occurred. No timeouts or drive stalls were seen in the download data. A leak test was performed and no leaks were found. The damage did not affect the ability of fluid to flow through the fluid path. Inspection of the device found no issues that would contribute to skin irritation. The cause of the reported skin irritation could not be determined. Blood was observed in the cannula. This blood did not affect the ability of fluid to flow through the cannula. Inspection of the formed needle found no issues that would contribute to bleeding. The cause of the bleeding could not be conclusively determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Event description:
It was reported that a patient's blood glucose levels (bg) reached 300 mg/dl while wearing the pod between 4 and 24 hours. The patient reported cannula being bent while wearing it on the leg. For treatment, the patient changed out the pod for a new pod.